Manufacturer narrative:
Patient information was unavailable from the site. The reference frame was returned to the manufacturer for analysis. Analysis found that the led #4 was not firing when the returned frame was connected to a known good system. Otherwise, the frame returned good geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the emitter was having difficulty tracking the non-invasive prenatal test (nipt). Site confirmed there was no metal in the field. Rep noted that the emitter had been dropped at the end of the case. Another emitter was used to complete the surgery. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that the emitter was having difficulty tracking the non-invasive patient tracker (nipt). Site confirmed there was no metal in the field. Rep noted that the emitter had been dropped at the end of the case. Another emitter was used to complete the surgery. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.